Event description:
Customer indicates ahmed glaucoma valve installed in right eye. It is swhollen and has pain. It hurts when goes outside at night. Customer reports double vision.

Manufacturer narrative:
If further information becomes available, a follow up will be submitted